Event description:
A (B)(6) male patient called zoll customer support to report that his monitor wouldn't power up. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reporter problem (won't power up) was confirmed. Upon investigation the monitor was unable to power up. The cause for the power-up failure was isolated to a defective u1003 programmable logic device on the monitor c/a board. The +3.3v and +1.8v lines were shorted. The root cause for the shorted u1003 component could not be positively identified. No adverse event resulted from the shorted u1003 components. The patient received a replacement monitor.